Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned and tested with the analyzer and was ok. When it was connected to the device, the rv lead had high pacing impedance and no capture. Then the rv lead was tested again with the analyzer and had high impedance and no capture. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.